Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no images were displayed due to a user error and the serial digital interface (sdi) cable was not connected correctly. However, the specific cause of the cable being connected incorrectly could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer no image on visera elite video system center. There was approximately a 45 minute delay in the therapeutic cystoscopy procedure; the patient was not under sedation. The procedure was completed with the same device. The alleged malfunction was found during setup. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
An olympus sales representative attempted to troubleshoot the reported issue. After reviewing the cabling connections, it was determined to be an operator error. The incorrect serial digital interface (sdi) input was being used. Using the direct connect serial digital interface (sdi) cable it was inserted into the correct input and the image was displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Device not returned.